Manufacturer narrative:
H11: najafi a, al ahmar m, bonnet b, delpla a, kobe a, madani k, roux c, deschamps f, de baère t, tselikas l. The pearl approach for CT-guided lung biopsy: assessment of complication rate. Radiology. 2022 feb;302(2):473-480. Doi: 10.1148/radiol.2021210360. Epub 2021 nov 2. Pmid: 34726537. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection / evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an research paper of "vascular and interventional radiology" of article titled, "the pearl approach for CT guided lung biopsy: assessment of complication rate", that sometime later post percutaneous computed tomography guided lung biopsy procedure by using mission disposable biopsy kit to investigate the effect of a protocol combining patient positioning biopsy side down, needle removal during expiration, autologous blood patch sealing, rapid rollover and pleural patching (pearl) on complication rate, out of two hundred patients, there were fifty three occurrences of pneumothorax, one occurrence of air embolism and ten occurrences of hemoptysis noted. It was further reported that the pneumothorax was managed with chest tube insertion procedures. However, the current status of the patient was unknown.

Event description:
It was reported in an research paper of "vascular and interventional radiology" of article titled, "the pearl approach for CT guided lung biopsy: assessment of complication rate", that sometime later post percutaneous computed tomography guided lung biopsy procedure by using mission disposable biopsy kit to investigate the effect of a protocol combining patient positioning biopsy side down, needle removal during expiration, autologous blood patch sealing, rapid rollover and pleural patching (pearl) on complication rate, out of two hundred patients, there were fifty three occurrences of pneumothorax, one occurrence of air embolism and ten occurrences of hemoptysis noted. It was further reported that the pneumothorax was managed with chest tube insertion procedures. However, the current status of the patient was unknown.

Manufacturer narrative:
H11: najafi a, al ahmar m, bonnet b, delpla a, kobe a, madani k, roux c, deschamps f, de baere t, tselikas l. The pearl approach for CT-guided lung biopsy: assessment of complication rate. Radiology. 2022 feb;302(2):473-480. Doi: 10.1148/radiol.2021210360. Epub 2021 nov 2. Pmid: 34726537. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the adverse event without identified device or use problem could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.